Event description:
Reporter states the armrest fell off the chair causing the end user to fall forward onto the joystick. The chair went forward dragging enduser's leg underneath and enduser sustained a fractured leg. The dealer stated that the screws backed out of the armrest receiver about 6 weeks after enduser received the chair. Dealer allegedly replaced the screws with wider screws.